Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was cracked after the device was bumped, resulting in loss of functionality and loss of watertight integrity, and the user received a replacement device. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no hospitalization and continued glucose monitoring via cgm while awaiting replacement. Investigation included review of user report, logistics tracking for replacement and return, and instructions to shut down the device and back up data via the mobile app. Investigation of this device revealed physical damage to the touchscreen component consistent with external impact, leading to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.